Event description:
The catheter was placed on 2/12/97. Four days later, a leak was noticed at the catheter exit site. It is unk what was being infused through the catheter. No pt injury was reported to have occurred.